Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions provided by technical support for a complete pump reset and successfully started their sensor session without any further errors.